Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa confirmed and replicated the customer reported complaint. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additionally, the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon noted that he was having a difficult time clipping and then removing the medium-large clip applier instrument after clipping due to the misalignment of the metal tips being bent inward. The procedure was completed as planned with no reported injury.